Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 log files were sent to look for signs of aortic insufficiency. Compared to previous patient log files there was a slight increase in pi events. On (B)(6) 2019 additional log files were sent and a computed tomography (CT) scan was done. The radiology department suspected a thrombus in the outflow graft. The log files showed all parameters in the normal range. On (B)(6) 2019 additional CT images showed a reduced diameter of the outflow graft under the bend relief. Log files remained stable and another CT was planned. On (B)(6) 2019 the patient got lysis therapy and subsequently medical reanimation on the evening of (B)(6) 2019. The patient was returned to the or and a compression of the outflow graft in the area under the bend relief was confirmed. During this operation the drive line was damaged and a drive line power fault alarm appeared. Log files confirmed the drive line power fault alarm and showed a power a broken. The hospital decided against a pump exchange.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the current revision of the heartmate 3 lvas instructions for use (IFU) is available. The IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as all other adverse events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. The IFU warns that damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of this IFU also provides instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables". Section 8 of this IFU provides additional information regarding the driveline via ¿care of the driveline¿. The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook is also currently available: the patient handbook contains similar driveline information as provided in the heartmate 3 lvas IFU. Section 8 of this document provides information regarding handing emergencies. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The IFU and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarm, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files revealed an intentional pump stop event during the reported surgery on the evening of (B)(6) 2019. The reported driveline power fault alarms and power a broken faults were observed during the intentional pump stop and remained active for the remainder of the recorded data. Per the center, these alarms were due to damage sustained to the driveline of the device during the surgery. The investigation noted several incidental findings in the log files. A transient esd event, rotor instability faults, and low flow alarms that were not associated with the pump stop events or reported ofg issue were observed within the submitted log files. It was reported that the device was not explanted and will not be returned for evaluation. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU instructs the user about how to install the outflow graft and bend relief. The heartmate 3 lvas IFU and patient handbook state that damage to the driveline could cause the pump to stop. The heartmate 3 patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was turned off and the patient expired on (B)(6) 2020. The pump was not explanted. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.